Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. Accuracy test was conducted and the reported accuracy test was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was failing the volume test and was under infusing. The issue was discovered during in-house testing and there was no patient involvement.